Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.the actual device batch number associated with this event is not known. There are two possible batch numbers: 3436420 and 3436422.

Manufacturer narrative:
(B)(4). Additional information: the actual device lot number associated with this event is not known. There are two possible lot numbers,3436420 and 3436422, associated with this event. In addition, a review of the lot manufacturing records for 3436420 was conducted and the lot met all finished goods release criteria.